Manufacturer narrative:
Product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent and fibers on lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -14.50 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to surgeon noted refractive change overtime. The lens was exchanged for another same length (13.2) but different diopter (-12.0), and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/16.